Manufacturer narrative:
Date of manufacture (dd-mmm-yyyy): lot 296384 (10 sep 2015). Lot 294502 (02 sep 2015). Lot 306311 (17 nov 2015). Lot expiration date: lot 296384 (2017 sep 09). Lot 294502 (2017 nov 01). Lot 306311 (2017 nov 16). Device review could not confirm the reported complaint as the device was not received for review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. A similar complaint trend review was completed. No further complaints open in relation to lots 306311, 294502 or 296384. Furthermore, this is the first reported event which describes cardiac tamponade during the lifetime of the zurpaz product (>2.5 years). The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication', where the root cause does not relate to the device and the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the zurpaz sheath. There is no indication of a potential processing, use or design failure associated with this complaint. The zurpaz device IFU p/n 139307-01 was reviewed as part of this investigation. Cardiac tamponade is a known potential adverse event that may occur during the clinical procedure. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Cardiac tamponade. Physician did transeptal puncture with tsx system, then passed zurpaz introducers over the wire and orion intellanav catheter inside this. As orion was really diffucult to move physicians figured out to be in pericardium.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Cardiac tamponade. Physician did transeptal puncture with tsx system, then passed zurpaz introducers over the wire and orion intellanav catheter inside this. As orion was really difficult to move physicians figured out to be in pericardium.